Event description:
On (B) (6) 2009, the patient reported, the button closest to the insulin cartridge of her infusion device is not functioning. She noticed it was working intermittently about 6 months ago. She stated that currently none of the buttons were working on her device. She changed her battery yesterday. The patient will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.